Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for device interrogation. It was noted the atrial lead exhibited noise oversensing that led to mode switching episodes. The lead was successfully reprogrammed. The patient was stable throughout the event.